Event description:
Patient had accolade implanted in 2007. No other follow ups until now (3 yrs). Loosening discovered. No other information at this stage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.